Event description:
On- going issues from an allergan breast implant placed to correct poland's syndrome at the age of 16. Multiple hospitalizations and diagnosis. Tetany convulsions, multiple infections, molar pregnancy, multiple miscarriages, dangerously low mineral counts, slow healing wounds, recurring sinus and upper respiratory infections, severe insomnia, difficulty anesthetizing, cystic acne, unexplained weight gain, hands and feet numbness and tingling, shallow breathing, low blood pressure, low body temperature, night sweats, shivering in warm environments, joint pain, son born with severe neutropenia and hearing loss. My implant and tissue has already been sent to the FDA as a part of their ongoing study by dr (B)(6) from (B)(6). FDA safety report ID # (B)(4).